Manufacturer narrative:
(UDI not required for instruments). Examination of the submitted impactor confirmed the fracture. A complaint search found other reported incidents of breakage/damage. Previous investigations found evidence the impactors were not properly aligned prior to impacting, contributing to fracture. Examination of the current returned impactor showed some gouging. The root cause is being attributed to misuse. Trends are currently being monitored through post market surveillance sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary..

Event description:
Total knee joint replacement: before using the poly radel impactor it was noted that a large chip had broken off a corner at the end closest to the attached handle. This would likely have been due to general wear and tear. The impactor was able to be used but certainly needs replacement before the next use of this instrument set. Additional information received on 12/01/2015: procedure was a primary knee replacement. The instrument did not break any further. The one piece that did break was discarded as soon as possible.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.